Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a hyperglycemia. The customer's blood glucose level was 588 mg/dl at the time of incident. The customer was advised to discontinue use of the pump and revert for the back up plan. The devise will not returned for the analysis.